Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cassettes had poor fluid flow during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two unused fluidics management system were inspected. The first product: the t shape black plastic pole on the cover was broken inside the cassette and was welded at the bottom right clamping slot by the iris prosthesis system (ips) diaphragm. The plastic material prevented the clamping mechanism jaw from engaging in the clamping slot, thus the cassette could not be inserted into the fluidics module. The second product: was tested using a console. The product primed and tuned with a handpiece successfully. The product could be recognized, and the service data could be retrieved from the console. No leakage or occlusion was detected from the tubing insertion to the fittings and the four aspiration ports on the pump region of the cassette base. Cassette max vacuum was measured and met specifications. No problem was found with the returned cassette fluidics. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received for the first product, the investigation concluded that the root cause of the reported event is consistent with an error during the manufacturing process whereby, the cassette cover broke during the welding process allowing for a piece of plastic to become lodged in the gripper pathway. For the second product, the investigation was unable to identify the root cause or origin of the reported event as the returned product met specifications. Although the root cause is manufacturing-related, no further investigative or manufacturing actions are warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).